Manufacturer narrative:
Product event summary:the full lead was returned and analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that during implant the lead had placement difficulty and a fracture. The lead was not used. No patient complications have been reported as a result of this event.